Manufacturer narrative:
Post market safety reviewed this case where the customer reported the device independently delivered a 30 unit bolus of insulin while she was sleeping. The customer reported a blood glucose level of 70 mg/dl related to the event and taking glucagon. The paramedics were called however no medical interventions or treatment were required. Investigation of the device log data confirmed interaction with the device to open the bolus calculator, and adjust the bolus volume to 30 units. Log history demonstrated dose confirmation and initiation. There was no evidence of an uncommanded bolus. The case description states that the controller gave the user a 30u uncommanded bolus. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The logs showed that the bolus was of 30u and delivered at 11:05 in the users time zone. The logs show that the controller was interacted with to enter the bolus calculator screen, no carbs were entered, and no bg reading was entered into the calculator, and there was a user adjusted volume of 30u and the controller went through the steps to confirm and start the bolus in order to deliver the 30u bolus. No evidence of an uncommanded bolus was observed in the log files.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) had given an unprogrammed bolus totaling 30 units whilst they were asleep. The patient's blood glucose level went down to 70mg/dl. The patient called the paramedics but no medical treatment was required. The patient reported having a headache and gave themselves glucagon.

Manufacturer narrative:
The case description states that the controller gave the user a 30u uncommanded bolus. The logs showed that the bolus was of 30u and delivered at 11:05 in the users time zone. The logs show that the controller was interacted with to enter the bolus calculator screen, no carbs were entered, and no bg reading was entered into the calculator. There was a user adjusted volume of 30u and the controller went through the steps to confirm and start the bolus in order to deliver the 30u bolus. Inspection of the settings on the controller confirmed that the user's max bolus setting is 30u. No evidence of an uncommanded bolus was observed in the log files. The pod associated with the controller was returned alongside the controller. No damages or defects were seen with the pod and no timeouts or drive stalls were seen in the pod's download data. The pod was reset and paired with the returned controller. The pod and controller were able to successfully communicate and deliver a 5u bolus when commanded. The controller and pod were left paired overnight and no uncommanded boluses were delivered during the investigation. No problems were found with the system.